Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had alarmed motor error and motor position encoder error. The customer' did not know there blood glucose at the time of the event. No further details were provided. The insulin pump is returning for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.